Event description:
Carina shut down after experiencing a technical error. Pt was on the carina bipap in ICU room #2 when he started becoming hypoxic with oxygen saturations dropping into the 50s. Rn paged respiratory therapy and placed pt on a non rebreather mask at 15 liters. The pt's oxygen saturation went up to high 80-low 90 range. The carina showed a technical error code a071. Respiratory therapy responded. The carina ee18378 with the technical error was taken out of service and pt was setup with a different carina. The carina and attached equipment was taken to biomedical engineering for eval. Biomedical engineering sent carina back to draeger for eval and repair. Draeger verified existence of a071 error in log. A071 is logged when the preset o2 concentration is outside the measured value specification. Draeger replaced hpo valve, flow resistance o2, hpo control board, and loaded new software version 3.21. Unit was received by draeger with the expiratory valve in leakage position and sent back to facility the same way. All tests passed. Diagnosis or reason for use: pneumonia, pulmonary fibrosis. Event abated after use stopped or dose reduced: yes.